Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos provided of the revision surgery. The parts were not returned and therefore could not be visually evaluated or functionally tested. It was reported the patient had a coughing fit, which caused the sternalock 360 band to cut through the sternum. Subsequently, the surgeon had to remove the sternalock 360 and re-wire the sternum. Because there was a revision surgery, the complaint is considered confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sternalock 360 band cut through the sternum in two places due to the patient having a coughing fit. The surgeon removed the sternalock 360 and rewired the sternum. Attempts have been made and no further information has been provided. No additional patient consequences were reported.